Event description:
A baxter service technician reported a flo-gard infusion pump with a damaged voltage source. It was not reported when, or in which care area, this event occurred. The technician stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of damage to the power source was determined to be a faulty printed circuit board. To correct the condition, the power source was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.